Manufacturer narrative:
The products were not returned for exam. The investigation was limited to the info provided. The investigation could not draw any conclusions about the reported event based on the provided info; however, it was noted the products were implanted for approximately twenty yrs prior to revision. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address pain, femoral loosening, and poly wear.